Manufacturer narrative:
B5: additional information received and attached from customer via email dated (B)(6) 2021: the event occurred during bench test at the testing facility. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, the front speaker was weak. Replaced the front speaker (piezo), also replaced the rear piezo as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that this smiths medical cadd solis vip exhibited low volume even when set to high. No adverse effects reported.